Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed unexplained pump reboots beginning on (B)(4) 2016. A visual inspection of the pump revealed the battery compartment was cracked from thread area to case seal; the returned battery cap had stripped threads. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack. During investigation, the pump powered on intermittently with the returned battery cap. The pump was exercised for 24 hours using a test battery cap with no power interruptions occurring. The pump¿s case was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power was duplicated during investigation due to the battery cap, battery compartment damage and moisture contamination.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.